Manufacturer narrative:
(B)(4). A product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose result range is 160 to 260 mg/dl. Customer feels well and observed no symptoms. Customer obtained blood glucose test result fasting of 517 mg/dl on (B)(6) 2015 at 08:30pm. Medical intervention sought on (B)(6) 2015 as a result of the meter's readings. Blood glucose test performed at hospital with hospital meter produced test results of 382 mg/dl and 365 mg/dl. Comparing blood glucose test results from sidekick meter to competitor's meter. Back to back blood glucose test produced results of 296 mg/dl using sidekick meter and 260 mg/dl using competitor's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (sidekick meter does not store date / time): 1: 296mg/dl, (B)(6) 2015, 11:20pm; 2. 517mg/dl, (B)(6) 2015, 08:30pm; 3: 353mg/dl; 4: 356mg/dl; 5: 350mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction:user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose result range is 160 to 260 mg/dl. Customer feels well and observed no symptoms. Customer obtained blood glucose test result fasting of 517 mg/dl on (B)(6) 2015 at 08:30pm. Medical intervention sought on (B)(6) 2015 as a result of the meter's readings. Blood glucose test performed at hospital with hospital meter produced test results of 382 mg/dl and 365 mg/dl. Comparing blood glucose test results from sidekick meter to competitor's meter. Back to back blood glucose test produced results of 296 mg/dl using sidekick meter and 260 mg/dl using competitor's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (sidekick meter does not store date / time): 1:296mg/dl (B)(6) 2015 11:20pm ; 2:517mg/dl (B)(6) 2015 08:30pm ; 3:353mg/dl ; 4:356mg/dl ; 5:350mg/dl.